Event description:
It was reported that during an unknown procedure, the black pad behind the white tissue pad had fallen off. The fallen piece did not fall into the patient's body. The white tissue pad was distorted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the white tissue pad was not distorted and the black tissue pad was not detached. The entire tissue pad as completely attached to clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.